Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : product photographs of explant have been provided for review (alert date: 14 september 2020). Photos provided show scratches on the articulating surface of the tibial base, and could be consistent with normal wear. The reported event of loosening could not be definitively confirmed. No evidence was found indicating product error was a contributing factor. The need for corrective action was not identified. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pt came in for revision. Implants were taken out and sent to 3rd party for litigation purposes. We have no other information than that. Implants were not put in this town. Doi: unknown, dor: (B)(6) 2020, left hip.